Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified partial delamination of plug strap disk shell and one extended opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening, partial delamination of plug strap disk shell and one striated opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified (tear) opening, one striated opening assessed as surgical damage and partial delamination of the plug strap disk shell due to adhesive failure.